Event description:
It was reported that the customer had unknown high blood glucose levels. He reported experiencing thirst and disorientation. His insulin pump received a no delivery alarm on (B)(6) 2014 and his infusion set was kinked. The morning of (B)(6) 2014 his insulin pump had no power. The insulin pump gave a low battery alert for a new battery. Standard battery troubleshooting was performed. A new battery cap is being sent to the customer. The customer declined further troubleshooting. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).